Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following a fall. Diagnostics revealed high impedances on both leads. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates all contacts on both leads had high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.